Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks and stretching damage along the shaft of the device. The returned device was attached to an encore inflation unit and subjected to positive pressure when a pinhole leak was identified in the shaft polymer extrusion approximately 1 mm distal to the guidewire exit port. No issues were noted with the shaft that could have contributed to the pinhole identified. A visual and tactile examination identified multiple kinks along the hypotube of the device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was observed on the outside of the balloon. A visual and microscopic examination of the balloon material identified no damage or tears in the balloon material. No issues were noted that could have contributed to the complaint incident. The balloon could not be inflated due to the condition of the returned device; a pinhole leak was identified in the shaft of the device. The markerbands, blades or tip of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jul-2017. It was reported the balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00 mm x 1.5 cm small peripheral cutting balloon¿ was selected for use. During procedure, the device was advanced to the target lesion however, the balloon got ruptured during the first inflation. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a pinhole leak was identified in the shaft polymer extrusion.